Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. The aortic neck was conical in shape and 5-7 mm of its length contained thrombus. It was reported the stent graft may have been implanted low in the aortic neck to begin with and there was minimal stent graft overlap (purchase) in the left iliac artery. A recent CT scan showed there was a type 1 endoleak due to neck dilatation and the stent graft may have migrated 7-8 mm; however, that could not be confirmed because of the location where the stent graft was originally implanted. The aortic neck is now 21 mm in diameter below the renal arteries and measures 23-24mm, 15mm below that. Endovascular repair with an aneurx cuff is scheduled at a later date.